Event description:
It was reported "twice now, the 10fr 65cm arrow-sheath hub disconnected from the sheath." Additonal information was requested from the customer, no additional information available at this time. Associated MDR number includes: (B)(4).

Manufacturer narrative:
(B)(4). The UDI number is unavailable as complainant did not report a lot number. The customer returned one sheath with dilator assembly for investigation. The dilator was located outside of the sheath. Signs of use were observed inside the dilator hub. Visual examination confirmed that the dilator hub was completely separated from the dilator body. The hub was returned. The separation points were rough, discolored and contained signs of torquing. No other defects or anomalies were observed. The total length of the dilator body measured 28 7/8", which is within the specifications of 28 3/4"-29 1/4" per the dilator product drawing. The dilator outer diameter measured 0.1365", which is within the specification limits of 0.1350"-0.1380" per the dilator extrusion product drawing. The dilator inner diameter (at the point of separation) measured 0.045", which is within the specification limits of 0.043"-0.046" per the dilator extrusion product drawing. Functional inspection was performed to recreate the product's intended use. The IFU provided with the kit states: "ensure dilator hub fully snaps into sheath cap". "Holding sheath in place, remove spring-wire guide and dilator". The dilator was advanced through both the proximal and distal ends of the returned sheath. Little to no resistance was observed. The dilator hub was able to independently snap into the hemostasis cap. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of a separated dilator hub was confirmed through complaint investigation. The dilator body was separated directly adjacent to the hub. The material at the point of separation was rough, showed white discoloration and contained signs of torquing. A device history record review was performed based on sales history, and no relevant findings were identified. A CAPA has been previously initiated for this issue. The CAPA investigation indicates the root cause is a design issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn #(B)(4). The UDI number is unavailable as complainant did not report a lot number.

Event description:
It was reported, "twice now, the 10fr 65cm arrow-sheath hub disconnected from the sheath." Additonal information was requested from the customer, no additional information available at this time. Associated MDR number includes: 9680794-2024-00616.